Event description:
Two pt samples with discrepant ck-mb results. Pt 1: (male), initial result gave 8.20 ng/ml; repeat twice next day giving 3.88 and 3.78 ng/ml. Erroneous results for pt 1 only. No adverse events reported. Although the exact root cause was not determined the field service rep noted that he found the s/r probe to be out of alignment and a leak at the connection for the s/r probe tubing, and adjusted/re-aligned s/r transport x axis assembly and repaired connection for s/r probe. Performance tests were performed and within specification.

Event description:
Two pt samples with discrepant ck-mb results. In 2008: pt 2, initial result gave 5.09 ng/ml; repeated twice giving 3.43 and 3.22 ng/ml. No adverse events reported. Although the exact root cause was not determined, the field service rep noted that he found the s/r probe to be out of alignment and a leak at the connection for the s/r probe tubing, and adjusted/re-aligned s/r transport x axis assembly and repaired connection for s/r probe. Performance tests were performed and within specification.